Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. It was further reported the patient developed bacteremia, the organism was identified as a gram positive cocci and the patient was treated with antibiotics. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.